Event description:
Pa line inserted using this kit. Immediate exam and cxr were normal. In less than 1 hour, pt developed distress, hypoxia, hypotension. Thoracentesis performed-1 to 2 liters bloody fluid. Pt arrested and expired.